Event description:
Bear implant hydrated in 15 seconds and fell apart. Implant was discarded and procedure was completed with a second implant. Second implant worked as expected and was from the same lot.

Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.